Event description:
The patient was implanted on (B)(6) 2025. During the third occupational therapy session, which reportedly involved the combined use of external electrical stimulation at increased settings and the vivistim system, the patient experienced a loss of consciousness and was transported to the emergency department. The patient reported experiencing an intense electrical sensation originating in the thumb during the combined therapy.

Manufacturer narrative:
This MDR is being submitted based on discussions with the FDA during an onsite inspection. Device log files were obtained and reviewed for the period of 12/03/2025 through 03/20/2026, including the date of the reported event. Analysis of the ipg log files indicated that the patient participated in multiple in-clinic therapy sessions as well as at-home therapy sessions initiated using the magnet. The log data confirm that the ipg was programmed within the manufacturer's recommended settings and functioned as intended before, during, and after the event. Following the event, the patient has continued use of the vivistim system in both in-clinic and at-home settings without the use of external electrical stimulation and without recurrence of similar adverse events. At the time of the event, external electrodes were reportedly placed at the base of the thumb. No device malfunction was identified in the log files or otherwise reported to the company. Based on the available information, vns therapy is unlikely to have caused the loss of consciousness given the low stimulation settings and short stimulation duration.